Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult to intubate to the correct graduation desired because some graduations were missing with the new packaging. There was no patient injury.